Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an aortic arch aneurysm using a gore® tag® thoracic endoprosthesis (tgt4020/8526832). Prior to implantation of the stent graft, a complete debranching procedure was performed using a surgical graft, and the tgt4020 was deployed from the distal ascending aorta. The patient tolerated the procedure without endoleaks or other adverse events revealed. On (B)(6) 2011, a proximal type I endoleak was revealed. A wait-and-watch approach was taken to the endoleak without a reintervention performed. It was reported that the proximal landing zone was not long enough to obtain a good proximal wall apposition, which may have caused the proximal type I endoleak. On (B)(6) 2011, the patient was discharged of the hospital with the proximal type I endoleak remaining. Aneurysmal diameter was 58 mm at the time of hospital discharge. Later in follow-up studies, it was unknown whether endoleaks had been present. Aneurysmal diameter had shrunk to 54 mm. On (B)(6) 2014, it was revealed that a descending thoracic aorta had enlarged, which was not an aneurysm of the initial treatment. On (B)(6) 2014, in three-year follow-up study, it was revealed the diameter of the aortic arch aneurysm had enlarged to 60 mm. It was unknown whether endoleaks had been present. On (B)(6) 2014, the patient expired due to the aneurysm rupture of a descending thoracic aorta. It was reported that the patient had a pre-existing aneurysm of a descending thoracic aorta, and it had enlarged to 50 mm prior to an aneurysm rupture occurring. Additionally, the patient could not be admitted to the hospital as the patient expired in a very short time after the aneurysm rupture had occurred. Therefore, adequate resuscitations could not be provided. Furthermore, it was reported that the treatment for descending thoracic aortic aneurysm as well as the proximal type I endoleak had been postponed as the patient did not want to receive reintervention. The physician made a comment that the patient¿s death was not related to the device.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The patient expired due to aneurysm rupture of a descending thoracic aorta, which was not an aneurysm of the initial treatment. Additionally, the physician commented that the patient's death was not related to the device, and it is determined that this portion of event is not reportable.